Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line disconnected from the transfer set due to loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The patient line became inadvertently separated from the transfer set due to loose connection. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would stop therapy for the day. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, the hp stated that he did not know how the patient line became loose, and had contacted the nurse the next day. The hp stated everything is ok and currently resuming with therapy as usual. The hp did not notice anything unusual with the supplies at the time. No injury or medical intervention was reported. During further follow up with the nurse regarding the separation, the nurse explained that the hp had not tightened the connection between the transfer set and the patient line appropriately enough causing a loose connection. Per nurse, hp has been advised on the importance of appropriately tightening the connections and to follow proper procedures. The nurse confirmed the hp did not have any injury or harm as a result of this incident. Per nurse, there were no defects and no difficulties to connect the supplies. Hp is doing fine and continuing therapy. No further information was provided.